Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the red plug connector on this battery harness has melted. There was no injury or property damage per dealer. The caller has no further information to provide.